Event description:
A monopolar connecting cable sparked and the connector (female) burned off during a laparoscopic gyn procedure. No injuries were reported. Another cable was used to complete the procedure.